Event description:
The device delaminated about 1.5 cm from the edges during implantation. The surgeon continued to tack the mesh in place. The mesh was not soaked in any solutions prior to the event. No adverse patient consequences were reported and the mesh remains implanted.